Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 54mg/dl. Customer stated that they ate candy and then blood glucose was 69mg/dl. Customer declined troubleshoot for low blood glucose. Customer¿s current blood glucose was 103mg/dl and experienced blood at site. Sensor will not be return for analysis but insulin pump will be return for analysis.